Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not working as the nurse saw the patient's heart rate at forty eight beats per minute (48 bpm) on the monitor. The ipg remains in use. No further patient complications have been reported as a result of this event.